Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the pump was not returned an investigation was not possible. A DHR review was completed and found no non-conformances associated with the device. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump is delivering air to patient. They stated they do not prime air out of tubing prior to starting a feed. They stated that they woke up during the patients night feeding and that the bag was empty at that time but the pump was still running. The rate was set to 52 ml an hour and the dose was set to 104 mls. They did not state how much formula was added to the bag set prior to starting the feeding mmdg made multiple attempts to follow up with the initial reporter but these attempts were unsuccessful. (B)(4).